Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device had been saturated in water, contamination was found throughout the device. There were multiple errors noted and it was additionally noted that the battery wires were pinched in the lower case and that thered wire was exposed. The upper and lower case halves, one encoder nut and the main printed circuit board screws were contaminated, the encoder assembly was contaminated and rusted, the main printed circuit board was corroded and contaminated, the knobs were contaminated and two were rusted, the plugs had tool holes and were damaged and the insulator label (polyimide) had paper stuck to the adhesive. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned as it was found saturated in water and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.